Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information from the clinical sales representative regarding this event: there was no oozing or leaking of patient tissue, and no change in tissue effect or quality of sealing due to the sealing issue. The surgeon stated that at times he felt there was no sealing while hearing the activation tone and completion audio beeps. The surgeon had to repeat the sealing process, which would suddenly work without any changes to the settings. A longer sealing time was incurred during every sealing.

Manufacturer narrative:
The vessel sealer instrument will not be returned for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported issue. The unit was placed on an in-house system and was ran in normal mode. The unit energized, cauterized, and all ports recognized instruments. Based on the current information this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the surgeon experienced sealing issues while using the vessel sealer instrument. Although, no patient harm, adverse outcome or injury was reported, reoccurrence of the reported failure could cause or contribute to an adverse event. At this time, it is unknown what caused the sealing issues.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the customer experienced bad sealing performance with a vessel sealer instrument. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the isi clinical sales representative (csr): one vessel sealer instrument was used during the procedure. According to the surgeon, the sealing took longer than usual and speculated it was due to a software upgrade. It was confirmed that the instrument would not be returned for investigation. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. As a precaution, the fse replaced the integrated electrosurgical unit (iesu).